Event description:
It was reported that the helix of the left bundle branch (lbb) brady lead had been retracted since the initial implant. Subsequently, this lbb brady lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection revealed blood and body fluid in the lumen(s) due to damaged insulation, and cuts in the insulation were noted, likely resulting from explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the helix of this left bundle branch (lbb) brady lead had been retracted since the initial implant. Subsequently, this lbb brady lead was surgically explanted and replaced. No additional adverse patient effects were reported.